Manufacturer narrative:
Manufacturing site evaluation. Investigation on-going. Should relevant additional information or the investigation results become available, a supplemental medwatch report will be submitted.

Event description:
Limited information - detailed product data and reason for explantation unknown no patient complications were reported as a result of the revision procedure. The complained device was not yet returned to the manufacturer for evaluation.

Manufacturer narrative:
Due to the missing product information (e.g. Serial number/delivery note batch), we were unable to trace the production of affected products. We can assure you that all our products are manufactured by qualified staff and individually tested before they are placed on the market. An investigation was not possible because the product is not available. Due to missing information (patient data, serial number, device itself), we are unable to provide a meaningful analysis. A final conclusion on the suspected products and the underlying malfunction is only possible with an examination. No patient harm was reported.

Event description:
Limited information: no further information has been provided by the customer. The product will not be sent in for evaluation and therefore, the case will be closed.